Event description:
While the surgeon was drilling through the f.a.s.t. Guide, the drill welded to the guide and the guide welded to the plate. The guide was eventually removed and the plate was used. However, a 30 min extension to the surgical procedure occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.